Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and the issue was resolved as the malfunction code did not recur. Customer was advised to contact support again if the issue reappears and understood the instructions.